Event description:
It was reported that during preparation for an angioplasty procedure, a shaft kink and a shaft break occurred. The physician accidentally kinked the shaft of the 12 mm x 2.0 mm maverick2 monorail balloon catheter. He attempted to use the kinked catheter and while forcefully pushing it into the guide catheter, the shaft broke in half. The break occurred prior to the device entering the patient. The procedure was successfully completed with a 9mm x 2.0 mm maverick balloon catheter. No patient complications were reported. Patient status is reported as "okay".